Manufacturer narrative:
D3, g1, and g2 email is: (B)(6). D10, h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted the device was received in poor condition. Front cover has nicks and scratches, line cord very dirty and discolored, printed circuit board (pcb) is missing leds, pole clamp is discolored, quick connect is corroded, enclosure is cracked under quick connect, water tank cover is cracked and has dents in it, out dated pcb and power switch. Complaint was confirmed. The pcb was not working and was listed as the root cause. What caused the pcb to become broken was attributed to "user interface". The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Date of event and UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the board was not working. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.